Event description:
The sales rep reported that during an btb acl repair that his milagro advance screw 7x 23 would not hold the graft in place securely, the surgeon backed out the screw with difficulty and attempted to use the milagro advance screw 9 x 23mm. This also would not hold the graft securely in place and had to be backed out of the tunnel. The surgeon completed the procedure with a competitor's titanium interference screw with no patient consequences. The sales rep reported that due to the difficulty in removing the milagro screws the procedure was delayed for 1 hour. The sales rep reported that the bone quality was good. The surgeon notched and tapped to prepare the bone tunnel. The tunnel size was 10. The sales rep reported that the surgeon was satisfied with the fixation. See associated medwatch # 1221934-2015-00642.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without any related incident to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. From the information provided, a root cause for the reported failure cannot be determined. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and an evaluation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.